Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the keypad cover was intact and all keypad buttons responded normally. The keypad cover was removed and there were no defects found with the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was stripped and the display was dim, fading, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.